Event description:
Customer reported pt sample containing anti-e did not react with 0.8% resolve panel a lot vra102. No death or serious injury was associated with this incident. This report corresponds to MFR.